Manufacturer narrative:
The customer contacted siemens customer care center (ccc). The ccc reviewed the calibration data and observed that a calibration, which failed to recover within auto-acceptance limits, was manually accepted by the operator. Quality control results following the calibration never recovered within acceptable ranges. The ccc conducted normal troubleshooting with the operator. The ccc was notified that the method was calibrated with previously opened drug ii calibrator material. The operator was unaware of the stability of the material. The operator was requested to repeat the calibration with fresh calibrator material. The calibration curve recovered within conformance and quality control material recovered within acceptable ranges. Siemens headquarters support center hsc) further reviewed the instrument files provided by the customer to further confirmed the findings of the ccc. No other issues have been reported by the customer and the service actions performed resolved the reported issue. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
One discordant, falsely depressed vancomycin (vanc) result was obtained using atellica ch 930 module. The initial result was obtained while the quality control (qc) was outside of ranges and were reported to the physician(s). The initial result was flagged by the atellica ch 930 module. The sample was repeated using another atellica ch 930 module. The repeat result was considered correct and reported to the physician(s).